Manufacturer narrative:
The complaint investigation for falsely depressed alinity c carbon dioxide results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A search for similar complaints by lot number found normal complaint activity. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 63528uq02 and the complaint issue. As part of troubleshooting, it was found that calibrator values were not configured correctly for calibrator lot 79811fd01. The customer reconfigured the calibrator with the correct values and the quality controls were within the expected ranges. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c carbon dioxide assay for lot 63528uq02 was identified. Section g1 has been updated to current contact information.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results for multiple samples on both alinity instruments. The following data was provided: sid (B)(6) : ac01391 result = 20, ac01428 result = 21, cobas result = 23. Sid (B)(6) : ac01391 result = 20, ac01428 result = 19, cobas result = 23 . No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results for multiple samples on both alinity instruments. The following data was provided: sid (B)(6): ac01391 result = 20, ac01428 result = 21, cobas result = 23. Sid (B)(6): ac01391 result = 20, ac01428 result = 19, cobas result = 23. No impact to patient management was reported.